Event description:
Pt reported the insulin cartridges are leaky and the cartridge compartment of the infusion device is wet. Pt reported there were no handling errors to cause this. On (B)(6) 2011 at 12:53 p.m., pt changed the cartridge, infusion set. And adapter and administered 12 i.u, via syringe. Blood glucose was 371 mg/dl at 1:32 p.m., 290 mg/dl at 2:11 p.m., 270 mg/dl at 3:00 p.m., 159 mg/dl at 3:29 p.m., 142 at 3:52 p.m., 133 mg/dl at 5:14 p.m. Pt ate 4 be and administered 6 i.e, via the infusion device, and blood glucose was 117 mg/dl at 7:24 p.m. Blood glucose was 115 mg/dl at 7:00 a.m., and 109 mg/dl at 8:30 a.m., and pt ate 2 be and administered 4 i.e., via the infusion device. Blood glucose was 135 mg/dl at 9:56 a.m., and 101 mg/dl at 11:30 a.m. Pt checked the infusion device and saw the cartridge compartment was wet. Cartridges are not reused and are changed every 5-6 days. Infusion needle is changed every 2 days and the tubing every 5-6 days. Pt did not have an infection or start new medication. Normal blood glucose level is 120 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation, and the cartridge was also requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.